Manufacturer narrative:
Implant regio 14 fractured. Construction was a removable upper jaw construction with telescopes/bars on natural teeth. Patient suffered from periimplantitis following bone loss and implant instability material analysis concluded inhomogenous mechanical overloading of the implant.

Event description:
Implant fracture.